Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the sensor would not stay connected. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed by the findings of a signal loss. A root cause could not be determined via log review.